Event description:
While wearing the external equipment, the pt reportedly experienced a loss of lock between the equipment and the cochlear implant. It was confirmed that the pt's device was no longer functioning. Surgery to explant the pt's c1 device is to be scheduled.